Event description:
The customer's mother reported her daughter's blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She stated that the pink side insert was not visible in the window and that the cannula locks curved.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to completely deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.